Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
The facility reported a colleague infusion pump with failure code 550:320:844:0000. According to the facility, it is unknown when or in which care area this event occurred. During product evaluation it was found that this device's speaker harness was disconnected. Therefore, the device failed to audibly alarm when the reported condition occurred. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 5.03.00.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 550:320:844:0000 was confirmed but not duplicated during product evaluation by baxter personnel. This condition was caused by a disconnected speaker harness. The pump's speaker harness was connected to correct this condition. A service history review revealed no previous service events were related to the reported condition. Should additional information be received, a follow-up medwatch will be submitted.